Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was unable to load a patient exam. The cd (compact disc) successfully mounted, but the system displayed "searching for digital intercommunication of medicine (dicom)" for over five minutes without displaying the patient exam. Troubleshooting was performed. Technical services (ts) had the site transfer the patient files from the cd to a universal serial bus (usb), which successfully downloaded the patient exams once transferred. The site ended the call to prepare for a case, but ts believed there may be a potential issue with the cd drive. A manufacturer representative (rep) called at a later time to report that the problem persisted after rebooting the system with the original cd. However, the application successfully loaded the scan when another cd was used, and a surgeon was able to upload a cd from another imaging company without any issues. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735991, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to not being able to load exam. A1102: applicable to "searching for digital intercommunication of medicine (dicom)" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.